Event description:
During an unspecified procedure, the instrument would not open after firing. The surgeon manually manipulated the device off the tissue. The hosp has reported no pt injury occurred.